Event description:
It was reported that the device had cassette error. The device didn't recognize any set installed and gives the cassette error when latch is closed and locked. There was no patient involvement.

Manufacturer narrative:
B3: september is the right month, but exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of cassette error. No relevant service history found. Review of event log found not error codes. Visual/functional testing was performed. Complaint was confirmed through latch lock test. Replaced the downstream occlusion (dso) sensor, bezel and seal. Device passed all testing criteria post repair.